Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and broken battery tube threads. Insulin pump passed the displacement. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Event description:
Information received by medtronic indicated that the insulin pump had a crack to retainer ring and on top on the battery cap and the reservoir area . The customer stated that the reservoir able to lock into place. No harm requiring medical intervention was reported. The insulin pump returned for analysis.